Manufacturer narrative:
Ge rep evaluated system and rerouted fiber optic cable to avoid tension and stress on cable from creating bad connection.

Event description:
It was reported that the table would display communication error message. No pt injury reported.